Event description:
The customer stated he was hospitalized for low blood glucose levels. Prior to the hospitalization, the customer stated the insulin pump was alarming motor error. Troubleshooting was performed and the insulin pump passed the self test. The motor error alarms were confirmed in the alarm history.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test. Unable to perform further testing due to the prime anomaly.